Event description:
Per the clinic the device was explanted on (B)(6) 2025, due to poor device performance since activation. Prior to the explant surgery, all possible fitting options were thoroughly explored. The patient was reimplanted with another cochlear device during the same surgery.